Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The catheter was returned inside a 5 french guide catheter with guidewire in place. The balloon was lodged at the tip of the guide catheter. The stent was detached, and no issues were noted with the balloon. It was noted that solidified blood was inside the guide catheter. An attempt to remove the catheter proximally or distally without applying excessive force was unsuccessful. The device was conditioned in a 37°c water bath for 24 hours. After conditioning the guidewire moved freely and was removed. No issues were noted with the guidewire other than minor kinks at the proximal side. The guide catheter was flushed with water and the catheter moved freely, however the balloon could not be withdrawn into the guide catheter. The manifold was cut off the device to allow the catheter be removed distally from the guide catheter. Inspection of the remainder of the catheter found a break of the inner at the bi-component bond. The hypotube was kinked over a length of 3 cm at 26 cm from the strain relief. This damage caused friction inside the guide catheter. Some soft tissue, potentially from human origin was removed from the guide catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: do not exceed the rated burst pressure as indicated on the product label. Use of pressures higher than specified on the product label may result in a ruptured balloon or shaft. This may result in potential intimal damage, dissection or vessel rupture (B)(4).

Event description:
It was reported that during the percutaneous transluminal coronary angioplasty, the device became stuck with the guide catheter. Vascular access was obtained via radial artery. The 90% stenosed target lesion was located in the circumflex. The physician performed the procedure using a 5f convey guiding catheter and wired the lesion with pt graphix wire. A 4.00x20mm promus element plus drug-eluting stent was placed and deployed at 20 atmospheres. Upon deflation, the physician was unable to remove the stent delivery balloon through the guiding catheter. The entire system was removed from the body. They visualized the stented vessel using a non bsc catheter and the procedure was completed successfully. No patient complications were reported and the patient status is good.

Event description:
It was reported that during the percutaneous transluminal coronary angioplasty, the device became stuck with the guide catheter. Vascular access was obtained via radial artery. The 90% stenosed target lesion was located in the circumflex. The physician performed the procedure using a 5f convey guiding catheter and wired the lesion with pt graphix wire. A 4.00x20mm promus element plus drug-eluting stent was placed and deployed at 20 atmospheres. Upon deflation, the physician was unable to remove the stent delivery balloon through the guiding catheter. The entire system was removed from the body. They visualized the stented vessel using a non bsc catheter and the procedure was completed successfully. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).